Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that gray bar was observed for the device. The device was not opened or used. There was no patient involvement.